Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section e initial reporter zip. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login. A technical support specialist dialed into server and verified that user had accessed station. The tss guides the process of changing bio-ID and configuring user login settings to ensure proper setup under user login settings; to ensure proper setup under settings and navigate to user and user settings under user account, including bio-ID exemptions and alternate login methods like barcode scanning and password entry. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary device had no login issue. The customer stated that the patient care workflow was affected. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary device had no login issue. The customer stated that the patient care workflow was affected. There were no adverse events or injuries reported based on this event.